Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three other perclose proglide devices referenced are being filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via an 8f sheath prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the suture came out with the proglide device with both devices. The suture of another proglide was successfully placed using the pre-close technique. This was the small access site and was not upsized. The successfully pre-placed suture was used after the pevar procedure to achieve hemostasis. It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using the pre-close technique, via an 7f sheath prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the sutures came out with the proglide devices. The suture of two additional proglide devices were successfully placed using the pre-close technique. The sheath was upsized to 16f and the pevar procedure was completed. The successfully pre-placed proglide sutures were used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close procedure. No additional information wsa provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unused, sterile representative samples were successfully tested and no malfunction was noted.